Event description:
The complainant stated that the trendelenburg and the hi/low up functions are not working. He can raise the hi/low by holding in the low limit switch, but as soon as he let off the switch, the hi/low would run down unintentionally. He has replaced the main circuit board and isolated the siderails, but the issue remains.

Manufacturer narrative:
The accounts electrician adjusted the reverse trend engagement switch to repair the bed.